Manufacturer narrative:
The insulin pump had alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarms. The insulin pump had moisture damage on electronic assembly, a scratched display window, cracked case at display window corner lower left and lower right corners, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was performed. The device was returned for analysis.